Manufacturer narrative:
The compalainant indicated that the nurse received the reported unintended delivery of energy when she was attempting to self-test the device at 50 joules. The complainant indicated that the nurse pressed the device charge button, then she pressed the discharge buttons on the device paddles. At this point, the complainant indicated, the nurse felt a shock only in the top half of her body, but did not feel any tngling in her fingers. Zoll technical svc dept. Evaluated the device and was unable to duplicate the reported malfunction. The pd1200 defibrillator does not self-test at 50 joules, it self-tests only at 200 joules. A complete evaluation of the device was performed with no fault found.

Event description:
Complainant alleged that a nurse received a shock while attempting to conduct a self-test on the device. The complainant indicated that the nurse did not require any treatment, nor did she have any lingering effects from the shock.